Manufacturer narrative:
This report is submitted on november 12, 2021.

Event description:
Per the clinic, the patient experienced recurrent infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolved. The device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report.